Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead repositioned for an unknown reason. The patient is noted to have had twiddler's syndrome. No further patient complications have been reported as a result of this event.